Event description:
It was reported that the zimmer ats 2000 machine started pumping/inflating on its own. Add'l clinical f/u rec'd on (B)(6) 2010 indicated that the unit was not in pt use. The nurse turned on the unit for room set-up and the unit went in to inflation mode. No cuff was attached. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.